Manufacturer narrative:
Reliability analysis evaluated 1 opened reservoir and checked reservoir snap cap width dimensions. The reservoir failed per due to being under inspection. Also performed using a new lab infusion set. The reservoir failed per inspection found reservoir to loose to connect. (B)(4).

Event description:
It was reported of a faulty reservoir. The customer stated that connecting the reservoir with the catheter is very difficult. The customer will be sent a replacement.